Event description:
It was reported that the hand piece device was "broken." The reporter stated that the device was not used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided.if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the motor was damaged. Therefore, the reported condition was duplicated and confirmed. Evidence indicates this was due to running the device without oil. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).